Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted with a proglide device after a percutaneous transluminal angioplasty diagnostic procedure using a 6f sheath. Femoral imaging was not performed. Reportedly, the suture was not present when the plunger was removed. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the electronic perclose proglide instructions for use (IFU) states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the IFU deviation contributed to the reported difficulties. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.